Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), both gripper arms did not open to 120 degrees and stopped around 45 degrees. Troubleshooting was performed however one gripper arm still would not lower completely therefore the device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.